Manufacturer narrative:
This device is not available for sale in the united states, therefore there is no 510k applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the apac region involving pentax video colonoscope ec38-i10f sn: (B)(4). The customer stated during inspection, the user found that scope was no angulation and water feeding valve was out of shape. There was no adverse event reported with this complaint. No additional information provided with this complaint.